Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right ventricular lead fractured. The patient was dizzy and tired as a result of the fracture. It was noted that with extreme arm movements, one beat of loss of capture would occur. The physician elected to implant the system on the right side. This lead was abandoned, therefore, (B)(4) will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this event will be updated.